Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia and was in emergency room for one day on (B)(6) 2019. Customer's blood glucose value was 76 mg/dl when admitted to the hospital and then to 300 mg/dl. The customer declined troubleshooting for high blood glucose event. The customer was treated with glucose and food and insulin. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was unable to complete carelink upload. Customer was not alleging pump was over delivering. Customer stated that they experienced multiple blood glucose level such as 41 mg/dl, 500 mg/dl, 328 mg/dl, 450 mg/dl. Customer stated that the reservoir had air bubbles. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08730 inches. No under delivery, over delivery, rewind anomaly, bolus anomaly or basal anomaly noted. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected restart error test. During the occlusion test, the insulin pump recognized the water filled reservoir that was installed in the reservoir compartment. The insulin pump was programmed with a 2.0 unit fill cannula delivery. Then the insulin pump delivered the 2.0 units properly with water exiting the infusion set. No prime anomaly or air bubble anomaly noted. Unit uploaded properly using care link. Insulin pump had cracked reservoir tube lip.